Event description:
It was reported that diagnostic testing resulted in high lead impedance at a vns pt's routine office visit. Additionally, the pt began experiencing painful stimulation at the neck and diminished efficacy. X-rays were sent to the MFR for review. The x-rays revealed no obvious lead discontinuities or anomalies that could be contributing to the report of high lead impedance. The pt was sent for revision surgery, and after replacing only the generator, diagnostics showed vns to be functioning properly. The pt only had the generator replaced, and the original lead was left in place. Good faith attempts to obtain add'l info and the explanted generator for analysis have been unsuccessful to date.

Manufacturer narrative:
MFR reviewed x-rays of implanted device. X-rays reviewed by the MFR, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.